Manufacturer narrative:
The tech adjusted the brake casters to resolve the issue.

Event description:
The tech alleged the stretcher still rolls after the brake steer has been set to brake position. No pt impact.